Event description:
It was reported that the detector was not connecting to the system. The device was in clinical use, and there was no harm to patient or user. Additional information received that the detector had been dropped, resulting in a medium shock.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the detector was not connecting to the system. The device was in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis and concluded that the detector was dropped and not able to connect to the system. Medium shocks were registered in detector shock log. Checked the integrity of the system, it was found to be in acceptable condition. The detector¿s batteries were dead, so replaced with new ones. After the replacement, the detector connected to the system without any errors. Tests were performed on the system, and it passed successfully. The system was then returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).